Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("abnormal bleeding / bled for 30 days aferwards"), gastric infection ("stomach infection") and adverse event ("had an adverse and fatal incident regarding the device") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain"). On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria disability, medically significant and intervention required), gastric infection (seriousness criterion medically significant) and dysphagia ("could not swallon when eating"). In (B)(6) 2017, the patient experienced adverse event (seriousness criterion medically significant). The patient was treated with surgery (device been removed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the genital haemorrhage, gastric infection, adverse event, pelvic pain and dysphagia outcome was unknown. The reporter considered adverse event, dysphagia, gastric infection, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: had essure implanted and been having pain ever since. Had an adverse and fatal incident regarding this device on 2017, bled for 30 days afterwards (the consumer is the reporter, therefore the event was not considered fatal). Could not have a normal life regarding this device. Even had to be vaccinated regarding this device. The expiration date was reported as (B)(6) 2017, same as the reported explant date. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.